Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Olympus was unable to identify the cause of the image problems. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness was lost. Based on the results of the investigation, it is likely the most probable cause of loss of water tightness was due to mechanical wear and tear of the electrical cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device malfunctioned during inspection for use prior a procedure and during therapeutic colposcopy and hysteroscopy procedures "several times during the day." The customer stated, "throughout the procedure, the picture started to flicker again, disappeared and returned several times during the day. In addition, lines appeared on the screen. There was a problem with the image during both colposcopy and hysteroscopy procedures." The customer did not provide the number of procedures involved. This event is for the therapeutic hysteroscopy procedure which was completed with the same equipment. No harm was reported by the customer.